Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the buttons on the insulin pump wasn't responding. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened express button, esc, act, up and down arrow buttons. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.